Manufacturer narrative:
Findings:the drive support disk was inspected and no anomaly was noted. Unit received with detached end cap noted. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to detached end cap. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the drive support cap of their insulin pump. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.